Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external abrasion at 51.0 cm to 52.4 cm from the connector pin, breaching the outer insulation and exposing the outer coil due to friction against another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.